Event description:
It has been reported that during a training session with surgeons at zimmer biomet office, handling, several defects were detected. The avantage straight impact plate and curved handle shaft got jammed inside the curved handle no patient or healthcare professional were involved.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Recall was performed on the affected item. Please note that the items in the scope of this recall were not delivered to the USA. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and investigation on the product did not show any non-conform results. According to the available data, the root cause of the event is related to design. Corrective action was initiated to investigate the described event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source: event occurred in (B)(6). Recall: zfa2018-00374 was performed on the affected item. This item was not delivered to the USA. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a training session with surgeons at zimmer biomet, handling, several defects were detected. The avantage straight impact plate and curved handle shaft got jammed inside the curved handle no patient or healthcare professional were involved.